Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. 2 devices were evaluated in the field and the issue was confirmed; 1 device had worn components and 1 device had a detached/disconnected component. The devices were repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the cot unexpectedly dropped. There were 3 instances of patient involvement with no adverse consequences. There was 1 instance where a user experienced pain as a result of the event.